Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The lot number is confirmed on the hub of the device. The device was attached to an inflation device and subjected to positive pressure, liquid was observed to be leaking from a balloon pinhole in the balloon material approximately 10 mm proximal of the proximal edge of proximal markerband. An examination of the balloon material identified no other issues which could potentially have contributed to this complaint. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and microscopic examination of the tip was completed. No damage or any issues were noted with the tip that could have contributed to the complaint incident. A visual and microscopic examination of the markerbands was completed. There was no burrs or uneven edges observed on the markerbands. No damage or any issues were noted with the markerbands that could have contributed to the complaint incident. No other issues were identified during device analysis.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified artery. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified artery. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.